Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. The bottom case tamper seal was removed/broken. The plunger case tamper seal was intact. Visual inspection noted: bottom case is cracked, right plunger case is cracked, and a non-OEM battery was found in the pump. Review of the error history log found "d2a offset voltage bgnd test". Functional testing found the was fluctuating, confirming the complaint. Root cause was attributed to an intermittent main board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced main board, non-OEM battery, cracked bottom case, cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Cleaned, greased and calibrated the pump. Performed all test which passed.

Event description:
It was reported that the device had an error message system failure "d2a offset voltage background test". Patient involvement is unknown.